Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic omega loop gastric bypass when stapling the stomach the surgeon was able to press the green button, but was unable to squeeze the handle, therefore the device did not fire. Another device was used to resolve the issue. There was no patient injury.